Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01401.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra engine (engine) and a penumbra engine canister (canister). It was also reported that during the first pass the engine did not turn on and the lights did not turn up. It was also noted that the canister would not seat properly and created a tight ring for suction. The procedure was completed using a penumbra system 3max reperfusion catheter (3maxc). There was no report of an adverse effect to the patient.